Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported while using bd microfine¿+ insulin syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: pharmacist informs that there is still a plastic sheath around the cannula of a patient. She does not know it like that - it is about the 4 mm pen needle - it does not seem to be about the inner protective cap, but like a plastic piece that is directly around the cannula (difficult to describe). She has 2 needles so far, today wants to bring his package (then she might also be able to tell the lot no.).

Event description:
It was reported while using bd microfine¿+ insulin syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: pharmacist informs that there is still a plastic sheath around the cannula of a patient. She does not know it like that - it is about the 4 mm pen needle - it does not seem to be about the inner protective cap, but like a plastic piece that is directly around the cannula (difficult to describe). She has 2 needles so far, today wants to bring his package (then she might also be able to tell the lot no.).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.